Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.5 cm fusiform abdominal aortic aneurysm approximately two months ago. The circumferential aorta had 15% mural thrombus/calcification. The infra-renal neck angle was 15 degrees. Proximal aorta was 23 mm in diameter and 25 mm in length. Distal aorta was 34 mm in diameter. Right iliac artery was 18 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 9 mm in diameter and the left femoral artery was 8 mm in diameter. The right and left iliac arteries were moderately tortuous with 50% stenosis. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. One day post implant the patient experienced back pain from post-op recovery. Patient states that the pain is improving but is still present. The patient status is continuing. The investigator assessed this event as related to the study procedure but not the study device. The stent graft stenosis was seen in the left contralateral limb. No intervention has been done to date and the patient is being monitored. No additional information was provided

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stenosis), lack of information (unknown cause of back pain).